Event description:
In 2008, a clinical incident involving a super turbovac arthrowand was reported to arthrocare corp via user facility medwatch report. During a left total knee arthroscopy procedure, the electrode detached from the tip of the wand. The physician attempted to remove the fragments by lavaging the pt's knee. There is no reported injury to the pt and no reported complications.

Manufacturer narrative:
The device was not returned for eval. Since the device was not returned, a complete investigation could not be performed. A review lot history record was performed for lot# v227770-a. The lot met all device specifications. There are no similar complaints for this lot. No conclusion can be made.